Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured".

Event description:
Patient reports left side implant "has ruptured." Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, crease folding of implant, migration, pain and anxiety-product/procedure was received on (B)(6) 2022, with lot number 2243047. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening on the device. Migration: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Crease folding of implant: crease fold observed on the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Event description:
Patient reports "they believe that one of them has ruptured, I am waiting on some results from my doctors¿. Patient further reported ¿I went to the hospital and they found a fold in one my implants and the left one has dropped out of its pocket and advised me to not leave having surgery too long but it is not a matter of urgency". Also reported "finally put down to the severe pain I was having this whole time." This relates to the left device. Device has been explanted